Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was observed during initial testing. The device was put through extensive testing without duplicating the report. The customer declined the recommended replacement of the smart pneumatic module (spm) assembly as a precaution. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.